Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the suspect device is not reading the exhaled volumes. The customer reported the vte (exhaled tidal volume) is showing zero volumes. The customer reported the ventilator passed the leak test and is autocycling. The customer troubleshooting by replacing the flow sensor and running calibrations, but the issue was not resolved. Carefusion (cfn) technical support instructed the customer to check the flow sensor receptacle and make sure the o-rings are present; with no damage to them. Cfn technical support recommended if there is no issue with the o-rings, instructed customer to calibrate the exhalation flow transducer. The customer reported trying the suggestions, but the issue was not resolved. It was recommended by cfn technical support the customer would need a new printed circuit board. There are no known reports of patient involvement associated with the event.